Event description:
It was reported that a charite artificial disc pt claims that, during insertion of the device, her vertebrae was fractured and also experienced a dural tear, which resulted in nerve damage/permanent neurological deficit.

Manufacturer narrative:
The device is not available for evaluation and the lot numbers not known at this time. The process of placement for the artificial disc is technically challenging and care must be taken to avoid damage to body structures. Depuy spine provides training to surgeons as part of the charite surgeon training program. At this time, no connection can be made between the event and any shortcomings of the device or information provided with the device.